Event description:
It was reported the er220 was used during an esophagectomy. It was reported by the affiliate the clips spit. The clips did not fall into the pt. 3/2/98 there was no consequence to the pt.

Manufacturer narrative:
H6:yielded jaws. Ligaclip endoscopic rotating multiple clip applier-based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not hold or form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. Each instrument is inspected thoroughly during the manufacturing process and damage of this nature would have been found during inspection and testing of the instrument.